Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history identified no other similar complaints from this lot. Based on the information provided, a definitive cause for the reported failure to deflate could not be determined; however, the reported difficulty removing the device, unexpected medical intervention and hospitalization appear to be related to circumstances of the procedure. Additionally, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. Possible factors that may contribute to failure to deflate the balloon include, but are not limited to, deflation technique, tortuous anatomy, loose connection with the indeflator, contamination in the inflation lumen or damage to the guide wire and/or inflation lumen. Furthermore, it is likely that the reported deflation issue contributed to the resistance met during removal and the interaction with introducer sheath, resulting in the reported difficulty removing the device. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
It was reported the procedure was to treat lesions in the proximal and mid right coronary artery (rca). The 4.50x20mm nc trek balloon dilatation catheter (bdc) was advanced to the target lesion for post dilatation. After inflation the balloon failed to deflate and retract despite the application of negative pressure using the indeflator and the balloon remained inflated. The balloon became stuck within the sheath, requiring removal of the balloon together with the sheath. Bleeding was noted at the right femoral artery access site, requiring manual compression and additional hospitalization. No additional information was provided.